Manufacturer narrative:
(B) (4): no product is being returned for evaluation.(B) (4)

Event description:
Inserted anchor broke; two pieces were retrieved from patient. (B) (4). (Not forwarded to s&n). The surgery was performed back in february. She also says they can't release the medwatch form per hospital policy.